Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly calcified left anterior descending artery. A 2.00mm x 12mm apex balloon catheter was advanced for dilation. However, when the tech pulled another negative pressure before going up with the balloon and when the negative was pulled, there was blood present in the indeflator indicating that the balloon ruptured before it was inflated. The defective balloon was removed from the patient's body. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly calcified left anterior descending artery. A 2.00mm x 12mm apex balloon catheter was advanced for dilation. However, when the tech pulled another negative pressure before going up with the balloon and when the negative was pulled, there was blood present in the indeflator indicating that the balloon ruptured before it was inflated. The defective balloon was removed from the patient's body. The procedure was completed with another of same device. There were no patient complications nor injuries reported.